Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and loss of capture (loc) at maximum outputs. In addition, noise was also oversensed. Fluoroscopy was performed and there was no slack in the lead. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.